Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. A 15mm x 3.0mm maverick 2 monorail balloon catheter was advanced to the lesion. It is unknown how many times the balloon was inflated and to what atmospheres, but the balloon was not able to dilate the lesion "due to calcification." The 8mm x 3.5mm quantum maverick monorail balloon catheter was then advanced to the lesion. The balloon was inflated 5 times to 12, 14, 15, 15 and 15 atmospheres respectively. Upon the fifth inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed blood present in the distal outer. Microscopic inspection identified a longitudinal tear measuring approximately 8mm in length on the distal end of the balloon. Inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. A 15mm x 3.0mm maverick 2 monorail balloon catheter was advanced to the lesion. It is unknown how many times the balloon was inflated and to what atmospheres, but the balloon was not able to dilate the lesion "due to calcification." The 8mm x 3.5mm quantum maverick monorail balloon catheter was then advanced to the lesion. The balloon was inflated 5 times to 12, 14, 15, 15 and 15 atmospheres respectively. Upon the fifth inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.